Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('claiming perforation: fallopian tubes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (on (B)(6) 2009 salpingectomy (unilateral)). Essure was removed on (B)(6) 2009. At the time of the report, the fallopian tube perforation, dyspareunia and menorrhagia outcome was unknown. The reporter considered dyspareunia, fallopian tube perforation and menorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2007: result: perforation. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: case has became incident. Previously reported event "injury " replaced with new events .new events added: claiming perforation: fallopian tubes, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding). Reporter information were added. Lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('claiming perforation: fallopian tubes,perforation (fallopian tube(s)),'), device breakage ('device breakage') and genital haemorrhage ('other injury(ies) or complication(s) please describe: extended procedure time for implant due to bleeding and second attempt to place essure right back') in a 32-year-old female patient who had essure (batch no. 875661-inv,624001,620734) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hemorrhagic cyst in 1998, suicidal ideation, psychosis and blood pressure high. Concomitant products included medroxyprogesterone acetate (depo provera) since 2007 and norethisterone (micronor) since 2007 for contraception. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), device expulsion ("expulsion of essure device, malposition of essure device location of device: misplaced right coil"), abdominal pain lower ("pain left lower quadrant"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (other (please specify) - salpingectomy (unspecified) and salpingectomy (unspecified)). Essure was removed on (B)(6) 2009. At the time of the report, the fallopian tube perforation, device breakage, device expulsion, abdominal pain lower, dyspareunia, vaginal haemorrhage and menorrhagia outcome was unknown and the genital haemorrhage had resolved. The reporter considered abdominal pain lower, device breakage, device expulsion, dyspareunia, fallopian tube perforation, genital haemorrhage, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of insertion - (B)(6) 2007 (as written in pfs discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: unilateral occlusion (left tube occluded), expulsion of essure device, other (please describe) small fragment of the right essure device remains located at the cornua of the uterus and occluded left fallopian tube with essure device noted. Patent right fallopian tube with ,the right essure device expelled into the pelvis. A small fragment of the right essure device remains located at the cornua of the uterus. Imaging procedure - on (B)(6) 2007: result: perforation. Lot number 875661 is not valid. Lot number: 620734, manufacture date: 2006-07, expiration date: 2008-06. Lot number: 624001, manufacture date: 2007-03, expiration date: 2009-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-oct-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('claiming perforation: fallopian tubes,perforation (fallopian tube(s)),'), device breakage ('device breakage') and genital haemorrhage ('other injury(ies) or complication(s) please describe: extended procedure time for implant due to bleeding and second attempt to place esure right back') in a 32-year-old female patient who had essure (batch no. 624001,620734,875661) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hemorrhagic cyst in 1998, suicidal ideation, psychosis and blood pressure high. Concomitant products included medroxyprogesterone acetate (depo provera) since 2007 and norethisterone (micronor) since 2007 for contraception. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device expulsion ("expulsion of essure device, malposition of essure device location of device: misplaced right coil"), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and abdominal pain lower ("pain left lower quadrant"). The patient was treated with surgery (other (please specify) - salpingectomy (unspecified) and salpingectomy (unspecified)). Essure was removed on (B)(6) 2009. At the time of the report, the fallopian tube perforation, device breakage, device expulsion, dyspareunia, menorrhagia, vaginal haemorrhage and abdominal pain lower outcome was unknown and the genital haemorrhage had resolved. The reporter considered abdominal pain lower, device breakage, device expulsion, dyspareunia, fallopian tube perforation, genital haemorrhage, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of insertion - (B)(6) 2007 (as written in pfs discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: unilateral occlusion (left tube occluded), expulsion of essure device, other (please describe) small fragment of the right essure device remains located at the cornua of the uterus. And occluded left fallopian tube with essure device noted. Patent right fallopian tube with ,the right essure device expelled into the pelvis. A small fragment of the right essure device remains located at the cornua of the uterus.. Imaging procedure - on 19-dec-2007: result: perforation. Most recent follow-up information incorporated above includes: on 10-oct-2019: plaintiff fact sheet and social media received, patient demographic, patient relevant information essure , lab data ,start date ,lot number ,new event abnormal bleeding (vaginal, menorrhagia) , device breakage,expulsion of essure device, malposition of essure device location of device: misplaced right coil, pain left lower quadrant, other injury(ies) or complication(s) please describe: extended procedure time for implant due to bleeding and second attempt to place esure right back and event outcome were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.